Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had changed out the reservoir and infusion set but continues to receive a no delivery alarm during a prime. Customer's blood glucose level was 142 mg/dl. Customer stated that the insulin did not exit when they tried to manually push the plunger. Troubleshooting was performed and customer was advised that the infusion set and reservoir were working as designed after changing out the reservoir and infusion set. No further assistance was needed.